Manufacturer narrative:
Examination and functional testing of the returned device was unable to confirm the reported functional concern. The returned patella clamp was functionally tested with a depuy retained patella implant and found to hold securely the implant as intended. All features of the device functioned as intended. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device functioned as intended. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patella clamp wouldn't hold it's position on the top of the patella implant; it slides off when under pressure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.